Event description:
Breast implant illness, after 14 years of having breast implants became very ill with symptoms like fibromyalgia, pain in the breasts, fatigue, headaches, gastrointestinal problems, neurological issues like photophobia and dizziness; multiple chemical sensitivities, weight loss. During this time developed an autoimmune hashimoto's thyroiditis. Bloodwork was normal, except inflammation markers. Thyroid labs indicate autoimmune hashimoto's. FDA safety report ID# (B)(4).